Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the programmer freezes in black screen post latest usb (universal serial bus) upgrade. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported programmer issue; programmer passed bench tests and functional tests. Analysis also found the system fan was noisy.

Manufacturer narrative:
Corrected information no eval explain. If information is provided in the future, a supplemental report will be issued.